Event description:
Device 1 of 2: MFR reference report: 1627487-2019-04172. It was reported that the patient experienced diminished therapy due to lead migration. The leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.